Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interaction with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interaction with accessory devices, or the lesion/anatomy, such that the balloon ruptured upon first inflation at 12 atmospheres, which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. A definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that after implantation of a non-abbott stent, post-dilatation was attempted with the voyager nc balloon catheter in the mildly tortuous, non-calcified, de novo and concentric lesion in the distal right coronary artery. At first inflation the balloon catheter ruptured at 12 atmospheres and 20 seconds. A non-abbott balloon catheter was used to continue with the procedure. No adverse patient effects were reported. No additional information was provided.